Event description:
It was reported to a manufacturer¿s representative that the adapter cord for the physician's programming system was breaking and needed replaced. It was indicated that the cord was frayed but would still work to charge the handheld when held in a certain position. The adapter cable has since been returned, however analysis on the cable has yet to be completed.

Event description:
An analysis was performed on the returned serial cable and the reported allegation was verified. During the analysis it was identified that the power portion of the cable had conductor breaks, which resulted in intermittent electrical connections to the handheld computer. The cause for the broken conductors is unknown and could not be identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.